Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via chat stated that the middle of the brush head for the pro1 680 toothbrush came off in the first week. No injury was reported.